Manufacturer narrative:
User facility disposed of device. With the device not being returned, root cause analysis of the issue is limited. The return and complaint rates for 121-6993 are low and this is the only complaint for 121-6993. Review of DHR shows no indication of defects were noted which would have contributed to the complaint of the device. The package insert, n4324, for 121-6993 states "prior to each use: inspect, clean and sterilize. Ultrasonic inserts that have compromising conditions such as being bent, altered, or worn should not be used."

Event description:
User facility reported to patterson that the device is tearing up people's gums.